Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported that when the physician removed the set screw on the implantable neurostimulator (ins) during the implant procedure, they were unable to pass the lead into the ins header block. The physician wiggled and wiggled the set screw and loosen the screw but was still not able to pass the lead in the ins. It was reported that the set screw was defective. It was decided to implant another ins and everything was fine. There were no patient injuries in the event and their outcome was reported as recovered without sequelae. Should additional information be received a supplemental report will be filed.